Event description:
It was reported that the device is switching off without alarm. Customer reported that when unplugged from the "electric main" the issue occurs. It was also reported that there was no alarm or error message prior to the device turning off by itself notifying the user of the malfunction. There were no known impact or consequence to the patient.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, after plugging it into ac, the green ac power led did not illuminate and the device was unable to turn-on due to u5 (power supply ac/dc module) of system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.